Manufacturer narrative:
No physical sample or photograph is received to evaluate the reported defect, foreign matter. 10 pieces of retention samples are sent to the quality control laboratory for a visual and functional evaluation in order to verify the defect that the client reports. In the analysis of the retention samples, no foreign matter observed in the fluid path, however in the analysis of the samples a particle (dot) was observed in the base of the plunger but not inside of the syringe or fluid path, which is attributable to the ink used in the cylinder marked. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
Material no. 309657 batch no. 8222920. It was reported that during use of the bd luer-lok¿ tip syringe the customer saw fine string or fiber in the syringe when filling it with insulin and has encountered issues with filling syringe. The following information was provided from the customer: "when I drew insulin from a new, sealed 3ml penfill cartridge on tuesday, I noticed what appears to be a particle of something floating in the insulin, inside the syringe. Sometimes I am unable to even fill the syringe, as the needle does not allow me to pull back the plunger on the syringe."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 309657, batch no. 8222920. It was reported that during use of the bd luer-lok¿ tip syringe the customer saw fine string or fiber in the syringe when filling it with insulin and has encountered issues with filling syringe. The following information was provided from the customer: "when I drew insulin from a new, sealed 3ml penfill cartridge on tuesday, I noticed what appears to be a particle of something floating in the insulin, inside the syringe. Sometimes I am unable to even fill the syringe, as the needle does not allow me to pull back the plunger on the syringe."